Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) is underway. The reported problem (check therapy pad messages) was confirmed. Upon investigation, the belt failed the pulse lead hipot and te recognition tests. The root cause for the test failures is being investigated. Upon completion of investigation a supplemental MDR will be submitted. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report check therapy pad messages. The pt was provided a replacement electrode belt.